Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The unspecified stenosed target lesion was located in the moderately calcified and mildly tortuous right coronary artery (rca). A 3.50x28mm promus element stent was being advanced but was unable to cross the lesion. The physician performed an additional plain old balloon angioplasty (poba) using a 2 wire technique but still they could not cross the lesion with the stent. It was then noticed that the stent was lifted. The procedure was completed with a different device. There were no patient complications reported and the patients status post procedure was listed good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).